Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03107.

Manufacturer narrative:
Method ¿ the device history and sterilization records were reviewed. Results ¿ the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion ¿ the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The complaint for patient discomfort was confirmed. As received, both ipg septa were cored and severe discoloration was observed in the entire ipg header. The severe discoloration was caused by the cored septa. The pt discomfort was likely due to the fluid intrusion caused by the cored septum. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.